Event description:
Affiliate reported that the icp sensor showed abnormal measurements. As a result the doctor replaced the device.

Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation a follow up report will be filed.